Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a physician in regards to a patient who was being treated with baclofen intrathecal (type, concentration, dose, lot # not provided) for intractable spasticity and multiple sclerosis. The patient¿s pump and catheter were replaced on (B)(6) 2016. The patient was seen by the orthopedic surgeon on the morning of (B)(6) 2016. The physician also reported that the patient experienced a pump pocket infection, fever, and pain beginning in (B)(6) 2016. The infection was related to the device. The infection had been confirmed, and the infection was associated with the implant. The patient was currently in the hospital and had been hospitalized for the past four days for treatment of the infection. No specifics of the treatment plan were provided; however, it was noted that the treatment was ongoing. On (B)(6) 2016, the patient was reporting an increase in pain to the physician, and it felt as if she was not getting the drug. The patient did not report an increase in spasticity and did not currently have a fever. No pump alarms had been heard, and it was reviewed that the pump would likely need to be interrogated to find out if there was an issue. Information regarding the patient¿s medical history, additional medications taken at the time of the event, cause, additional troubleshooting/interventions, or outcome of the event was not provides. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.